Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h9, h10. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of repeated use and a wedge of the corner fractured off. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - medical product: femur cemented cruciate retaining (cr) narrow right size 10 catalog # 42502006802 lot # 63729716. Tibia cemented 5 degree stemmed right size e catalog # 42532007102 lot # 66716266. All poly patella catalog # 42540000032 lot # 66815035. Articular surface medial congruent (mc) right 11 mm height use with tibia sizes e-f/cr femur sizes 8-11 catalog # 42522100811 lot # 66567856. H3: the complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device was fractured. Attempts to obtain additional information have been made; however, no more is available at this time.